Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead. Low amplitudes were also noted. The source of the noise was not determined. The pacemaker and lead were abandoned on the patient's right side and a new system was implanted on the left. No additional adverse patient effects were reported.